Event description:
On (B) (6)2006, the patient was implanted with 2 gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. In (B) (6) 2010 (exact date unk), the patient had a duplex doppler ultrasound that revealed a large type ii endoleak and aneurysm growth of approximately 1cm. On (B) (6)2010, the patient had an angiography that confirmed the type ii endoleak. At the same time the patient was treated for the type ii endoleak using embolizing micro coils inside the aneurysm sac. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note an additional device implanted and related to this event: (B) (4).